Manufacturer narrative:
The subject device was returned to olympus (B)(4) (osp). The evaluation of the subject device confirmed the following; -defect of the connector was noted. Osp assumed that the reported event was caused by the defect of the connector. If additional information becomes available, this report will be supplemented.

Event description:
A scope communication error (e216) occurred. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the defect of the circuit board due to external stress on the connector or invasion of water. If additional information becomes available, this report will be supplemented.